Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately early of august 2025 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5004467. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5005550. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 36613771. UDI: (B)(4).

Event description:
It was reported that patient had an infection at the implantable pulse generator (ipg) site and was noted that patient symptom was pain at the ipg site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The patient was still recovering and was placed on antibiotics. The explanted device will not be return.